Event description:
Reporter alleged blood glucose measured 500 mg/dl back to back with a result of 50 mg/dl performed within 2 minutes of each other. It was stated no actions taken and no treatment received as a result. Reporter indicated self treating with dietary adjustments when glucose was low however no medical attention was sought or received. A request was made for the return of the suspect device and replacement product was sent.